Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the right ventricular (rv) lead exhibited noise oversensing that triggered noise reversion and high ventricular rate episode. Some pacing inhibition was noted due to noise oversensing. No programming changes were made. The patient was stable throughout.